Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Unable to performed functional test due to blank display. Unable to verify motor error alarm due to blank display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted. Unable to verify e70 alarm due to blank display anomaly. Jr (B)(6) 2017 the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during bolus and basal delivery. The patient's blood glucose at the time of incident is unknown. During troubleshooting the insulin pump was able to rewind. The device also passed the displacement test. The insulin pump was returned for analysis.